Event description:
It was reported to baxter (B)(4) that a folfusor sv2.5 ml/hr overinfused during patient use. According to the customer, the device was filled with 5-fluourouracil and sodium chloride (9%). There was no filter used during preparation of the device. The customer stated the device was expected to infuse for 7 days, however, infused in 2 days. It was reported that the patient was examined by the doctor and was put on an electromechanical pump. Results of this examination are not yet available. No additional information is available.

Manufacturer narrative:
This device is distributed for outside of the united states (u.s.); therefore, it does not have a 510k number. However, this MDR is being submitted because this device is the same as or similar to a product distributed within the u.s. The sample has been received for evaluation by baxter, however, the evaluation has not yet been completed. A follow-up report will be submitted once the evaluation is completed and/or should additional information be received. (B)(4).